Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It initially reported that the physician pulled the cutting wire and found that the cutting wire detached during ercp procedure. The physician then changed to another one of the same device to complete the procedure. There was not reportable information at this time. Our evaluation of the returned device on (B)(6) 2022 determined that the anchor had separated from the tip (w/o detachment). [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665 investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The original report states that the cutting wire detached, however it is the cutting wire securing component located near the distal end of the sphincterotome that has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. The cutting wire does not exhibit evidence of a cautery application (blackening of the cutting wire was not observed). An unknown substance was observed on the catheter around the proximal cutting wire punch hole. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the cutting wire securing component (anchor) has disconnected from catheter (w/o detachment). A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.